Manufacturer narrative:
(B)(4). The complaint neopuff device was recently received at our service centre in (B)(4). We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the gas outlet port on an rd900 neopuff resuscitator was broken. The hospital has further requested the neopuff resuscitator to be serviced. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff resuscitator was returned to our service centre in (B)(4) where it was inspected and repaired by a trained fph service engineer. The damaged components were then returned to fisher & paykel healthcare in (B)(4) for further investigation. Results: visual inspection revealed that the gas outlet port on the returned rd900 neopuff device was broken. A lot check revealed no other complaints of this nature for lot 080901. Conclusion: the damage observed on the returned rd900 neopuff device was most likely due to some form of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". The front panel and the valve assembly were replaced and the rd900 neopuff device was returned to the customer after passing the necessary safety and performance checks.

Event description:
A hospital in (B)(6) reported that the gas outlet port on an rd900 neopuff resuscitator was broken. The hospital has further requested the neopuff resuscitator to be serviced. No patient consequence was reported.